Event description:
The dealer stated the brakes are not working. The dealer did not provide any details. No patient injury or property damage was reported. No patient details or usage details were provided. Original order (B)(4).